Event description:
Product returned from reporter with oos report indicating intermittent and total loss of atrial capture, and that the lead was replaced. Comments: "a lead found in ivc at beginning of implant [revision procedure] -- a lead dislodgement". On 8/2/2006 - rep confirmed that the dislodgement was noticed at follow-up, then during the revision procedure, the physician elected to replace rather than attempt to reposition the lead.